Manufacturer narrative:
B3: exact date unknown, event occurred approximately a year ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-8216-50 serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing adequate pain relief. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.